Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens (unknown diopter) in the patient's eye. The patient experienced a refractive surprise and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
The surgeon decided to reposition the lens and to treat the residual refraction with laser vision correction. This solved the problem. The selected lens for implantation would not fully correct the patient's error. (B)(4).